Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device. This occurred while the home patient (hp) was connected during an unknown cycle when the hp woke up. The hp disconnected and removed all supplies prior to calling a baxter technical service representative (tsr). Upon calling, the tsr reviewed the alarm log and found se 2240 followed by se 2367 (fail safe shut down). The hp did not recall seeing anything unusual with the supplies. The tsr advised the hp to notify his pd nurse (pdn) of this event. There was patient involvement; however, there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.